Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0jq5m, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins doesn't work which was clarified as they are not feeling stimulation. They usually are at 1.5v and feeling stimulation, but they are at 5.35v currently and not feeling stimulation. They noted they were out of town the week prior to the report and started to notice a lot of issues. When they got back, things settled down, but they were having issues within the last day or two. The patient said they tried all 4 programs and is not feeling stimulation after increasing. As a result of what was reported, they were redirected to their healthcare provider (hcp) to have the ins and leads checked. No further patient complications have been reported as a result of this event. Additional information was received from a consumer. It was reported that the patient fell on (B)(6) 2019. Testing on (B)(6) 2019 indicated that lead 3 was damaged. The fall on (B)(6) 2019 is believed to be the cause of the damage to lead 3. It was noted that at the healthcare provider¿s office on (B)(6) 2019, the manufacturer "tec" interrogated their device, which showed lead 3 as defective. To resolve the issue, their programs were altered to exclude program 3; set to program 1, -0, +case. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer representative. It was reported that by ¿lead 3¿ the patient means electrode 3 showed out of range impedances. An impedance check was ran and reprogramming was all that was done. It was also noted that on (B)(6) 2020, another rep ran impedances after additional falls and more reprogramming was done, per physician. It was also noted that the physician would consider lead revision based on patient¿s symptoms going forward. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0jq5m implanted: (B)(6)2014 product type lead.

Event description:
Additional information was received from a health care professional. It was reported that there was a high impedance. The fall caused the lead impedances out of range. The lead were replaced on (B)(6)2020. No further patient complications are anticipated or expected as a result of this event.